Event description:
The patient contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) measuring "hi" on the meter. The patient reported headaches, but no symptoms suggestive of hyperglycemia. The patient stated that she missed giving a bolus for a meal that she consumed. The patient conferred with her healthcare provider regarding this elevated bg. The patient stated she did not have any manual injections to administer and had to give a correction bolus via the insulin pump. The patient's bg at the time of the call was reportedly 598 mg/dl. The patient was advised to monitor bg. This complaint is being reported because the patient experienced elevated bg as the result of being negligent in administering an insulin bolus for a meal that was consumed.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.